Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found upon visual inspection that the blade was exposed. The conductor wire was undamaged. Failure analysis investigation also found the following additional damages to the instrument: the snake wrist was dislodged at the distal end of the instrument. Due to the dislodged snake wrist, the instrument could not be tested for cut and sealing function. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. One snake wrist cable was broken at the distal end of the instrument. No other damage was found.

Event description:
It was reported that the vessel sealer instrument blade would not retract during a da vinci low anterior resection procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.